Event description:
The device was returned to the service center with a report from the customer contact that smoke was seen on the monitor of the device. The customer reported that there was patient involvement; however, there were no adverse patient effects or delay in therapy. No additional information was provided. However, during verification testing at the service center, it was found that the ac power cord was burnt, covered with smoke, and the insulation sheath near the strained relief at the device side was melted. Additionally, the device would not power on when plugged into ac power. The probable cause for the device not powering on while plugged into ac power was found to be due to the lack of continuity on the black wire of the ac cord. The probable cause for the burnt insulation on the ac cord was found to be due to a short.